Event description:
Reportable based on analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. The target lesion was located in the mid left circumflex (lcx) artery. A 2.50x28mm promus element¿ plus stent was advanced to treat the lesion. However, the device was unable to cross the lesion despite several attempts were made. The procedure was completed with another 2.5x28mm promus element¿ plus stent. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. The struts on the 2nd most proximal row were distorted. It was also noted that several rows of struts in the center of the stent were stretched and distorted. This type of damage is consistent with the stent meeting resistance or an obstruction. The tip of the device was examined and there was no issue with its profile. The balloon cone profile was reviewed and no issues were noted with the overall balloon profile. The balloon was tightly wrapped, evenly folded and not subjected to positive pressure. A visual and microscopic examination found no issue with the inner/markerband profiles that could have contributed to the complaint incident. A visual and tactile examination found no issue with the shaft polymer extrusion profile. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).